Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor's orange connecting tube was broken off at the grey section. The issue occurred during shutdown. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the connector was broken by hitting hard objects or aging from accumulated stress on the connector toward loose direction. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event is detectable by handling the equipment in accordance with the following the instruction for use (IFU): chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor the field performance of this device.